Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to other products sold into the USA. The 510(k) for these products is k983112. Method: the complaint rt319 bi-level/CPAP breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph identified that the inspiratory elbow grommet of the rt319 bi-level/CPAP breathing circuit was found loose in the bag. However, it was not possible to confirm if this component originated from the inspiratory elbow in the circuit as photos, or the device, were not available to enable confirmation of the presence of a grommet in the inspiratory elbow. Conclusion: without the return of the complaint device, we are unable to determine what may have caused the reported event. However, the circuit would not pass the leak test on the production line without the grommet fitted into the inspiratory elbow. All rt319 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt319 bi-level/CPAP breathing circuit include a pictorial showing the instructions to connect the circuit and exhalation port correctly. It also includes the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. "Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged."

Event description:
A distributor reported on behalf of a healthcare facility in china that the grommet of a rt319 adult bi-level CPAP breathing circuit has "fall off while taken out of box". There was no patient involvement as the issue was identified out of box and prior to patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the grommet of a rt319 adult bi-level CPAP breathing circuit has "fall off while taken out of box". There was no patient involvement.